Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a history of deep vein thrombosis and pulmonary embolus had a vena cava filter placed prior to incisional hernia repair. Approximately two months post filter placement, an abdominal x-ray demonstrated the upper end of the filter projecting just to the right of the l1 pedicle. Approximately four months post filter placement, the patient was scheduled for retrieval of the filter. Multiple attempts to remove the filter using a capture device were unsuccessful due to the tilt of the filter. Final completion cavagram demonstrated the cava to be widely patent without abnormality. No further records were provided regarding the filter or the current status of the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc and the filter could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and prior to an operation. Some time post filter deployment, the filter allegedly tilted and embedded in the wall of the inferior vena cava and the filter could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed approximately two days post deployment, portable c-arm fluoroscopy was utilized, and two spot films were submitted. Both spot films demonstrated a recovery filter in place. It was deployed in the inferior vena with its apex in the vicinity of the midbody of l1. Around two months later, computed tomography studies of the abdomen revealed that the upper end of inferior vena cava filter projected just to the right of the l-1 pedicle. Around two months later, the patient was scheduled for retrieval of the filter. Multiple attempts to remove the filter using a capture device were unsuccessful due to tilt of the filter. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 07/2007). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment, an abdominal x-ray demonstrated the upper end of the filter projecting just to the right of the l1 pedicle. Approximately four months post filter placement, multiple attempts to remove the filter using a capture device were unsuccessful due to tilt of the filter. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter and retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: movement or migration of the filter is a known complication. Recovery filter removal do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc and the filter could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.